Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported return of symptoms leakage. The patient had pain in vagina after increasing setting. Patient stated that she increased the setting higher to help with symptoms and it was hurting before she increased the setting today and after she decreased the pain went away. Patient stated that she made some adjustments herself and it did help for a while however her symptoms returned. Patient stated that she scheduled an appointment at healthcare provider's (hcp) office for tomorrow and manufacturer rep was supposed to be there however rep will not be available until next week. The patient noted stimulation was on and could adjust stim, felt stim in the correct location. The issue reported was not resolve. Patient also stated that she had a fall in (B)(6) 2016 that could be related to issue. The patient reported that she gets frequent utis and she may have one right now. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.